Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown philos screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: neudeck r, et al. (2023), mid-term functional outcome (minimum 24 months, mean 4 years) after locking plate osteosynthesis for displaced fractures of the proximal humerus in 557 cases, injury 54 (2023) 1641¿1649 (germany) the purpose of the study was to determine the functional outcome of patients following locked plating after a minimum of 24 months and to analyze the correlation between occurring complications and functional outcome. Between february 2002 and december 2014, 557 patients with displaced proximal humeral fractures treated by open reduction and locking plate fixation with the same implant and received consecutive prospective follow up at least 24 months after surgical treatment were included in the study. There were 182 males and 375 females with a mean age of 68.3 ±15.5 years. Open reduction and internal fixation was performed on the basis to the modified neer-criterias ( > 45 °angulation or > 1 cm between major fracture segments) by locking plate osteosynthesis using the unknown synthes philos plates. All patients received a postoperative rehabilitation protocol consisted of supervised passive and active-assisted range of motion starting from postoperative day. For the first 6 weeks, abduction and elevation up to 60 degrees without forced external rotation were allowed. After a common 6 weeks follow up active exercises with full range of motion were started. Complications were reported as follows: 58 patients had a mild, stable varus displacement or valgus displacement of the humeral head. 41 patients had a varus displacement of the humeral head associated with a screw cutout through the humeral head cortex. 13 patients had displacement of the tuberculum majus, tuberculum minus or both tubercles. 25 patients had a severe varus displacement of the humeral head associated with a screw cutout at the humeral head, with an unstable osteosynthesis situation. 18 patients had a dislocation of the locking-plate osteosynthesis with screw cutout/fracture breakout in the humeral shaft area, while the position of the humeral head remains intact. 34 patients had osteonecrosis of the humeral head without destruction of the glenoid articular surface. 8 patients had osteonecrosis of the humeral head with a destruction of the glenoid articular surface due to the associated screw cutout. 149 patients died (cause of death was not specified). This report is for the unknown synthes philos screws. A copy of the literature article is being submitted with this regulatory report. This is report 2 of 2 for (B)(4).